Event description:
Boston scientific received information that this right atrial (ra) lead was pacing and sensing inappropriately. Upon further examination, the ra lead had dislodged into the ventricle. The lead was explanted and replaced with no adverse patient effects reported.

Manufacturer narrative:
The lead was explanted and will be returned for analysis. This report will be updated if more information becomes available.